Manufacturer narrative:
(B)(6). On (B)(6) 2015 this product was evaluated and repaired by an independent repair center. Should additional information become available regarding this no audible alarm issue, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The most likely key to the unit alarms not functioning would be what is listed as the additional malfunction on the irs of no alarm from the short circuited power switch (aka on/off switch). The non-alarming issue is a reportable event which is the basis of this FDA filing.